Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
End user reports cloudy urine after use. Per additional information received, end user received antibiotics for another uti she was diagnosed with due to the cloudy urine observed. A separate emdr has been submitted for the previous uti.

Manufacturer narrative:
Investigation findings: ¿ retained samples: packaging intact, passed dye penetration seal tests. ¿ sterilization: eo sterilization confirmed effective; biological indicators met standards. ¿ lubricant gel: microbial limits within spec; no pathogens detected; gel confirmed sterile. ¿ assembly & sealing: all bonding and heat-sealing processes followed sops; no sealing defects found. ¿ staff: properly trained and certified; no health or performance issues. ¿ machines: sterilizers and incubators maintained and validated; no faults reported. Root cause & corrective action: ¿ root cause: no product-related cause identified. Sterility and sealing integrity confirmed. ¿ likely factors: uti may stem from procedural issues or individual health factors (e.g., contamination during menstruation, personal hygiene, immune response). ¿ corrective action: none taken; no product defects found. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.